Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing on the channel. The signal was not marked. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).